Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg site was revised via surgical intervention on (B)(6) 2016. Revising the pocket site resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing discomfort (described by the patient as heating) at the ipg site. In turn, the patient plans to undergo surgical intervention.